Manufacturer narrative:
G4: 18feb2020 b4: (B)(6)2020. The customer reported that the patient was transferred to another unit at the time of the event. The customer reported that the power management (pm) board was replaced and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20feb2020. B4: 20feb2020. H11: correction on b1, h1 and h6 (patient code) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jan2020.

Event description:
It was reported that the unit's touchscreen was frozen and the unit would not power off. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reviewed the device log and found that the unit declared multiple errors (blower stalled, auxiliary alarm supply failed, 35v supply failed, backup alarm failed and ventilator restart). The technician recommended that the customer replace the power management (pm) board.